Event description:
Technician alleged the side rail metal flap prevented the side rail from latching. No patient impact.

Manufacturer narrative:
The technician adjusted the metal flap to resolve the issue.